Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical products: (B)(4), smart site needle free valve, power injector; td unk.

Event description:
The customer reported that the pressure rated extension set" jloop" leaked contrast during patient use. There was no report of patient harm. The event occurred in the radiology department. It was reported that the set was in use for few hrs. With a contrast rate 3ml/sec. When the event occurred. Although requested there are no further event details.

Manufacturer narrative:
The customer¿s report that the pressure rated extension set leaked was confirmed. The extension set was visually inspected and a rupture (approximately 8mm in length) was observed in the tubing beginning approximately 10cm from the proximal end of the set. Functional testing showed no anomalies. The root cause of the customer's report was not identified.

Event description:
The customer reported that the pressure rated extension set "j loop" leaked contrast during patient use. There was no report of patient harm. The event occurred in the radiology department. It was reported that the set was in use for a few hours with a contrast rate of 3ml/second when the event occurred. Although requested there are no further event details.